Event description:
After the conjunctival peritomy and patient was intubated at the start of surgery, system stuck in logo screen; unable to reboot. No patient injury occurred, but general anesthesia time was extended while they borrowed a unit from another hospital to complete the case.